Event description:
The patient underwent a surgical procedure on (B)(6) 2021 that required the use of suture anchors. The patient was implanted with two (2) parcus 5.5 mm twist peek suture anchors (p/n 10517t, lot # 13279, expiry 2024-06-14. The patient developed a staph infection post-op. The patient was readmitted to the or for irrigation, debridement, and IV antibiotics. The devices were not explanted.